Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Provided imagery was evaluated, and the following observations were noted the 14f esheath plus distal tip was observed opened but radially torn. Liner circumferentially delaminated at the distal part of the esheath, and bunched towards the hub. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip tear was confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as previously investigated. Additionally, any patient or procedural factors that may have been present during the procedure, such as challenging anatomy or non coaxial advancement angles (potentially as a consequence for obesity condition, as indicated in this case), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. A definitive root cause is unable to be determined at this time. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported sheath liner delamination was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event as provided information indicated withdrawal difficulties of the commander delivery system (cds) through the esheath as a consequence of the balloon burst. Withdrawal of a delivery system with an altered balloon profile (e.g. Burst balloon) can lead to the system to catch onto the sheath liner. Also, the operator may apply additional device manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1 phone number (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach within a preexisting non edwards surgical valve. A pre dilation with a 18mm non compliant balloon was performed. The non edwards balloon burst at the end of the inflation. During deployment of a 23mm sapien 3 ultra valve, the 23mm commander delivery system balloon burst. There were difficulties removing the delivery system through the 14f esheath plus. After some pulling, the internal catheter of the delivery system detached from the flex catheter and it was decided to remove both delivery system and sheath together as a unit. The sheath was severely damaged. A new 14f esheath plus was opened and placed. A post dilation of the valve was performed using a non compliant 22mm balloon. The patient did not suffer any injury due to the event. However, at the end of the procedure, a cardiovascular surgeon performed a vascular closure of the access site due to patient obesity. The patient was noted as to be doing well. The perceived root cause of the balloon burst was the preexisting perceval valve stent.